Manufacturer narrative:
The photo analysis was completed on 6-jul-2023. It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with an unk_carto vizigo sheath and a hemostatic valve leak issue occurred. It was reported that during the operation, there was blood leakage in hemostatic valve. A new device was used to complete the surgery and there was no patient injury reported. Photo analysis details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the photo does not provide sufficient information related to the hemostatic valve issue reported by the customer and therefore, no results can be obtained from it. A device history record could not be performed due to the lot number was not provided. The issue reported by the customer was not confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E 1. Initial reporter city (cont.): (B)(6). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-001358546

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with an unk_carto vizigo sheath and a hemostatic valve leak issue occurred. It was reported that during the operation, there was blood leakage in hemostatic valve. A new device was used to complete the surgery and there was no patient injury reported. The hemostatic valve leak issue is MDR reportable.